Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. The measurable dimensions of the returned drill have been checked. We noticed that they correspond to the drawing and the ao/asif specifications and to the international norm. The verification of the raw material-certificate against the manufacture data showed that there was no deviation regarding the material analysis, the resistance to traction, the structural stability and the manufacture. Because we do not have any clinical data, it is impossible to determine with exactitude the cause of the break. The surface of the break is homogenous and does not show anything out of the ordinary. That is why we suppose that the drill has been broken because of a too high lateral mechanical stress in the upper part. We can thus exclude any material failure. We could not find any product failure.

Event description:
Broken shaft. Broken parts have been retrieved and returned. This is 1 of 1 report for event #(B)(4).